Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (b)ongoing (6) trial. (B)(4). Approximate age of device - 44 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic with the device having low flow alarms associated with brief loss of consciousness and dizziness. The manufacturer¿s technical services reported that the log file captured low flows events. Laboratory examinations were unremarkable. A head CT and internal cardiac defibrillator interrogation were negative. The pump speed was decreased due to the patient¿s small lv cavity size and no further events were reported. The patient was subsequently discharged home.